Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty priming during use. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use. Samples have been discarded. Lot # 8304702, product # 320122, exp 10-31-2023.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty priming during use. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use. Samples have been discarded. Lot # 8304702, product # 320122, exp 10-31-2023.